Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The surgeon reported that the patient requires revision of a t2 nail as the patient has developed a wound problem over the non-union side.